Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for chronic gastritis performed on (B)(6) 2024. During the procedure, the endoscope entered the canal and extracted tissue samples with a clip but had trouble removing the clip causing slight bleeding. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6 has been updated to code clip failure to close deeming this a non-reportable scenario, due to additional information received on may 30, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for chronic gastritis performed on (B)(6) 2024. During the procedure, the endoscope entered the canal and extracted tissue samples with a clip but had trouble removing the clip causing slight bleeding. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. Additional information received on may 30, 2024: it was clarified that clip would not close.